Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the sudden increase in frequency were drinking more liquids and added stress from thepatient¿s mother being in the hospital and later passing away on (B)(4)2018. The steps taken to resolve the issue were decreasing liquid intake. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that starting on (B)(6) 2018 the patient had suddenly been urinating more frequently; they used to go about every 3 or 4 hours but are now going every hour or hour and a half. It was noted that part of it was their mother dying which was a major stress. Troubleshooting noted that the patient was at 1.7v. It was stated that they would try increasing it a notch and would see how that goes. No further patient complications are anticipated or expected as a result of this event.